Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-45, lot# v851636, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33 lot# v855431 serial# implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45 lot# v820870 serial# implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45, lot# v820870, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that 2 months prior to this report the patient totaled her truck and had needed to increase stimulation. Additional information received reported that the patient did not have any concerns with their device or therapy.